Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. The taxus liberte' 8.0x3.0mm stent was removed from the packaging and during inspection it was noticed the stent struts were raised/flared on one end. The stent was not used and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified damage to the distal section of the stent. Struts on rows 1 and 2 from the distal edge were raised. A visual examination also identified kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. The taxus liberte' 8.0x3.0mm stent was removed from the packaging and during inspection it was noticed the stent struts were raised/flared on one end. The stent was not used and the procedure was completed with another of the same device. No patient complications were reported.